Event description:
A customer reported experiencing a cartridge alarm while using their insulin pump during pumping. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. The customer reverted to manual injections for insulin therapy.